Event description:
It was reported that while removing the foot pedal tube to attach the hand piece air tube, the pneumatic switch nipple snapped off the back of the motor drive unit. The event was not cause related. The event occurred when getting ready to use the device for an inservice instruction.

Manufacturer narrative:
Date sent to FDA: 10/12/2007. Conclusion: the actual device involved in this event was returned for eval. The product complaint was verified at visual inspection. The pneumatic switch was broken due to possible customer abuse. The cpc connector was also found to be misaligned.